Event description:
"Zptx" restenosis after one year. Stent was placed in the subclavian artery and will require drug-coated balloon (dcb) to open the restenosis. Event is FDA MDR reportable as this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. A follow up procedure will be needed.

Manufacturer narrative:
510(k) number cannot be provided as the device name/ rpn has not been provided. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
510(k) number cannot be provided as the device name/ rpn has not been provided. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Device evaluation the zisv6 device of unknown number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review it should be noted that the instructions for use states the following: ¿the zilver ptx drug-eluting stent is intended for use in the treatment of symptomatic vascular disease of the above-the knee femoropopliteal arteries having reference vessel diameter from 4mm to 7mm.¿ it should also be noted that restenosis of the stented artery is listed as a known potential adverse event within the IFU. Image review images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression although in-stent stenosis from nih up to 50% at the stent's origin is confirmed, it was less than the atherosclerotic stenosis of the lsa origin and the intervening artery proximal to the stent. Root cause review a definitive root cause could not be determined from the available information and as no imaging was provided from the procedure. A possible root cause could be attributed to the use of the device in a location not indicated for use and/or patient pre-existing conditions. It is known from the information provided that the user placed the device in a location that is not indicated for use within the IFU. Simulation testing has not been performed to assess the performance and/or impact of the device in the subclavian artery and so it cannot be definitively stated that this could have caused restenosis. However, it is still possible that this, combined with the patient's pre-existing conditions, caused and/or contributed to this event. From the information provided it is known that the patient has many disease conditions/co-morbidity. It is possible that this caused and/or contributed to this event. It should also be noted that restenosis is a known potential adverse event. Summary the complaint is confirmed as the failure was verified in the images. According to the initial reporter, the patient will require drug-coated ballooning to open the restenosis. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
"Zptx" restenosis after one year. Stent was placed in the subclavian artery and will require drug-coated balloon (dcb) to open the restenosis. Event is FDA MDR reportable as this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. A follow up procedure will be needed.

Event description:
"Zptx" restenosis after one year. Stent was placed in the subclavian artery and will require drug-coated balloon (dcb) to open the restenosis. Event is FDA MDR reportable as this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. A follow up procedure will be needed.

Manufacturer narrative:
510(k) number cannot be provided as the device name/ rpn has not been provided. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
510(k) number cannot be provided as the device name/ rpn has not been provided. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
"Zptx" restenosis after one year. Stent was placed in the subclavian artery and will require drug-coated balloon (dcb) to open the restenosis.